Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the full lead was returned and analyzed. No anomalies were found however, blood/body fluid was observed on the proximal conductor and in/on the helix/lobe mechanism. The outer insulation was breached cut and apparent explant damage was noted. (B)(4) the full lead was returned and analyzed. No anomalies were found, however, blood/body fluid was observed on the proximal conductor and in/on the helix/lobe mechanism. The outer insulation was breached cut and apparent explant damage was noted.

Event description:
It was reported that the patient had recurrent coughing and back pain which was unresponsive to medical prescription. The system was removed and replaced. No patient complications were reported as a result of this event. It was reported that the patient had recurrent coughing and back pain which was unresponsive to medical prescription. The system was removed and replaced. No patient complications were reported as a result of this event.